Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the tissue tract was narrow and when the clip was fired, it deployed in the subcutaneous tissue. The clip was removed with hemostats and manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.